Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "no image when the camera was plugged in" was not confirmed. The device evaluation found the main connector not latching with scope due to damaged pin. Front panel had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image when the camera was plugged into the visera elite video system center. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely no image was displayed due to a damaged pin inside the video connector socket. However, the specific cause of the damaged pin could not be established at this time. Olympus will continue to monitor field performance for this device.